Manufacturer narrative:
A specific root cause could not be identified. A preanalytic issue such as the sample collection and handling was suspected.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 141 pg/ml. After one hour, a second sample from the same patient was tested and the result was <3 pg/ml. Both samples were retested and the results were <3 pg/ml with a data flag. A third sample was drawn from the patient and the result was <3 pg/ml. Some of the repeat testing was performed on another cobas e601 analyzer in the laboratory. No specific information was provided. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested but was not provided. The customer retested three samples that had been tested before the suspect sample and three samples tested after the suspect sample and the results reproduced. Quality controls were within range. Crystallization of procell was found on the bath nozzle. The customer was instructed how to clean the analyzer. Emi (electromagnetic interference) could be excluded as no other device was close to the analyzer.